Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the proximal common bile duct on (B)(6) 2011 as part of the (B)(4) study clinical trial. According to the complainant, the patient had a liver transplant on (B)(6) 2009 due to hepatocellular carcinoma. On (B)(6) 2011, liver function tests were recorded and baseline biliary obstructive symptoms included: jaundice, dark urine and pale stools. A pre-study stent placement cholangiogram revealed a proximal biliary stricture. A sphincterotomy was not performed prior to this procedure; however, a sphincterotomy was performed during the study stent placement procedure. The stricture had been previously dilated with a balloon. During the procedure, a 10mm x 80mm metal stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2012, the patient presented for her per-protocol study stent removal. A pre-study stent removal cholangiogram revealed that the stent had completely migrated from the patient. Additionally, there was evidence of a recurrent stricture which required intervention. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4): stent migrated. (B)(4) study clinical trial. Foreign source: (B)(6). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.